Event description:
It was reported that the ilet generated alert 61 followed by alert 57, and during troubleshooting the user navigated through settings and inadvertently executed a factory reset after attempting a restart, after which the device displayed another error and required replacement. Symptoms included hyperglycemia with a reported maximum blood glucose of 295 mg/dl for approximately four hours without ketone testing, backup therapy, professional medical intervention, or other assistance, and no acute clinical effects such as loss of consciousness or dka were reported. Outcomes included disruption of insulin automation and the need to replace the device, with instructions provided to continue cgm use and to complete start-up on the replacement. Investigation included review of the reported software errors, device restart behavior, and user interaction with the settings menu. Investigation of this case revealed software runtime and external flash write malfunctions associated with alerts 57 and 61, respectively, coincident with user-initiated factory reset actions. It was concluded, based on previously established findings for similar reports, that the cause was a software malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Manufacturer review¿determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.